Event description:
Was activating a hot pack (hot pack compress chaude 4.5 x 9 in) for a patient to use when the top completely broke open and the internal contents were expelled approximately 8 feet in front of nurse, towards the patient.